Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not reach the cutter speed and that the vitreous cutting was poor or none. It is unknown if the probe was aspirating at the time of the event. The procedure was completed with the same product and without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
Product evaluation for the probe; no probe sample was returned for evaluation for the report of a probe becoming stuck; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Product evaluation for the console; a review of the device history records shows that the device met specifications at the time of the release. A device history record review of the console showed that a company representative examined the system. The company representative was not able to replicate the customer's reported event, but confirmed that the system's maintenance mode indicated a failed test. The console was serviced, a l5 valve part was replaced, and then the console was tested; the console met specifications as per service test procedure (stp). The root cause of the reported event can be attributed to the l5 valve, however, how or when the valve became nonconforming cannot be determined conclusively. An internal investigation has been opened to address reports of a similar nature. (B)(4).